Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 30-sep-2022. H6: investigation summary: customer returned (35) open 32gx4mm bd pen needles from lot# 1285770. The customer reported finding pen needles clogged during injection. The samples were examined, and it was observed that 6 pen needles featured a bent non-patient end (npe) cannula, and 1 pen needle featured a broken npe cannula. The remaining 28 pen needles featured no npe cannula damage and were tested for flow using a test pen injector: all 28 tested samples were able to expel properly. No evidence of manufacturing defect was observed. The bent and broken npe cannulas would prevent proper flow through the pen needles, hence, the customer would think the pen needles were clogged. Since all 35 samples were returned after use, the probable cause of the bent and broken npe cannulas is user error when attaching the pen needles to a pen injector. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Embecta was able to duplicate or confirm the customer¿s indicated failure. The root cause for this issue is user related. The npe cannulas were bent and broken after the user handled the pen needles.

Event description:
It was reported that 40 bd nano¿ 2nd gen pen needles clogged during the injection. The following information was provided by the initial reporter: "consumer reported finding about 40 pen needles to clog with injection. Using humalog pen needle."

Event description:
It was reported that 40 bd nano¿ 2nd gen pen needles clogged during the injection. The following information was provided by the initial reporter: "consumer reported finding about 40 pen needles to clog with injection. Using humalog pen needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.